Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the surgeon ordered for the original reload to be replaced. The loading was confirmed successful and handed the device to the surgeon. The surgeon inserted the device into the cavity, however, could not open the jaws. When the device was returned to the nurse, the adapter status indicator of the display screen illuminated white and showed "0" as the adaptive procedure remaining. Replaced by another adapter ,and the device became usable. The surgical time was extended by less than 30 min. There was no patient injury.